Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the follow-up intermittent oversensing was observed. The patient did not experience any symptoms. The lead was capped and replaced. The patient was stable post-procedure.